Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported residual astigmatism in a patient's left eye one week post lasik surgery. Upon two week follow up, patient complained of blurry distance vision and temporary driving glasses were prescribed.

Manufacturer narrative:
(B)(4).

Event description:
Per the optometrist, the changes in vision are being monitored at each postoperative visit.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event:. The laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).